Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle, suction channel and forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the water supply volume did not meet the standard value due to clogging of nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a white-clouded area, the air supply volume did not meet the standard value due to clogging of nozzle, the water removal ability did not meet the standard value due to clogging of nozzle, the paint on suction cylinder was peeled, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, the plastic distal end cover had a dent, the connecting tube had a wrinkle, the universal cord had a wrinkle, switch four had wear, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 20 jan 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the foreign material in the nozzle of the distal end section would likely be the deviation of the reprocessing method from the instruction manual, and for the foreign material in the instrument and suction channel was unable to be specified since whether reprocessing was practiced in accordance with IFU was unknown. The event can be detected and prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle and the instrument channel outlet with clean lint-free cloths, brushes, or sponges; aspirated the water through the instrument/suction channel; and brushed the instrument channel, instrument channel port, and suction cylinder. Olympus will continue to monitor field performance for this device.